Event description:
It was reported that on november 20, 1992 thile using a criticare systems disposable sensor attached to a criticare monitor pulse oximetry, and that upon removal of the sensor it was noted that the patient had possible burns or ulcerations on each side of the bridge of the nose. On 11/20/92, the manufacturer was notified of the incident. The manufacturer sent an individual to the hospital to confer with the bio-medical department. There is still an investigaiton going on to determine how this incident occurredinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.